Manufacturer narrative:
(B)(4) - (epithelial ingrowth). Evaluation, conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported epithelial ingrowth on patient's right eye. There was no loss of best corrected visual acuity. Additional follow-up was obtained. There was no significant invasion of the stroma. Episcrape was performed. Epithelial ingrowth did not result in significant corneal flap melting.